Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer as reported via phone call that, the customer had low blood glucose of the 51 mg/dl and current blood glucose was 70 mg/dl. The customer stated that, there were red marks on skin around site area where tape sticks. Customer is not reporting a skin issue not associated with sensor insertion site. The customer treated low blood glucose with the food and did not wish to troubleshoot the issue. The device is not expected to be returned for analysis.